Manufacturer narrative:
The t: slim user guide indicates that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. There was no impact to the customer's blood glucose level. The customer changed out supplies and able to resume insulin. Cold insulin had been used.